Event description:
It was reported that the patient had an artificial urinary sphincter (aus) placed in (B)(6) 2019 and had minor success. The patient still experienced incontinence. The physician removed and replaced all components and added a second cuff. The procedure was successful.